Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link device ¿cracked at the tip of the valve where the flat, swab-able end is.¿ this occurred when the nurse was attempting to disconnect the device from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.